Event description:
Patient reported that over the past year she has experienced the tubing breaking away from the user lock on her infusion set.patient stated the most recent incident was in march of 2006.she stated that she woke up the next morning sick and vomitting. She checked her blood glucose readings an d the meter showed "high" (greater than 500 mg/dl). The patient went to the emergency room.patient stated that she was able to bring her blood glucose down by bolusing and changed her infusion set before going to the hospital.